Event description:
The customer reported that the central station did not alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips has determined that a software defect may cause a pt monitor to send empty alarm messages to the attached central station so that, in the case of a pt alarm or a technical alarm, the alarm is not indicated at the central station. The potential hazard is that, though the physiological signals (waves and numerics) are still shown at the central station and appropriate alarming occurs at the bedside monitor, clinical personnel may not notice a developing alarm condition requiring emergency care and pt care may be delayed, possibly leading to serious injury or death. There have been no reports of any pt adverse impact that are consistent with this software problem. Philips is investigating further and will send a final report upon conclusion of the investigation.